Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and troubleshoot the issue, but no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.